Event description:
This valve was explanted due to endocarditis. According to the discharge summary, the patient experienced fever, fatigue and loss of appetite 2 months prior to explant. Patient was seen in the emergency room 4 days prior to event date for progressive shortness of breath. Tee revealed a 1.2 cm vegetation on the mitral valve with "mild" regurgitation and a "normal" aortic valve (sjm 21ahp-105). Blood cultures were positive for streptococcus viridans; however, gram stain was negative. The valve was replaced with sjm 27mec-102, and the patient's postoperative course was "uneventful", except for a right pleural effusion in the immediate postoperative period that required drainage via chest tube placement. The patient was discharged "fully ambulatory" 5 days after event date with an inr of 2.2.